Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that a physician's tablet is not working. The sales representative went to the office on (B)(6) 2016 to perform troubleshooting. First, the battery on the wand was changed but the issue persisted. The usb cable was changed with a backup cable and the issue was resolved. It was stated that likely the issue was unable to communicate. The site has other systems so no patient care was affected. The issue first began about 2-3 weeks prior but just notified the sales representative on (B)(6) 2016. The usb cable was received on (B)(6) 2016.

Event description:
Product analysis on the tablet serial cable was completed and approved on (B)(6) 2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.